Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod for approximately 5 to 24 hours. The pod was reportedly not adhering properly and detached from the infusion site, resulting in cannula dislodgement. As treatment, a new pod was applied.